Event description:
It was reported to the MFR that the vns pt experienced an increase in seizure activity. Device settings were modified to increase therapy. It is unk if the increase was above pre-vns baseline level. The relationship between the increase and vns therapy is unk at this time. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.